Manufacturer narrative:
This report is submitted on march 11, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral and topical antibiotics. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to excise the skin around the abutment. The orginal abutment was removed during the same procedure and a longer abutment was placed. The implanted device remains.